Manufacturer narrative:
H3: product analysis observed that the motor seized/failure and couldn't able to confirm the overheating because motor was seized. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the internal inspection the powerease when connected to ipc, it runs even without touching the trigger and user tried to pull in any mode it does not work properly and grips gets hot. There was no patient involved.